Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer determined the pump was able to be charged successfully with the replacement charging supplies.